Manufacturer narrative:
Update regarding additional information received, the type of report is updated from previously being a reportable serious injury to now a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the cause of the pump having stopped and cause of pump not alarming, it was noted that per the report the pump motor stalled on (B)(6) 2019-. It was further noted that the patient came for a pump refill and it was determined that the pump had been stalled for 1092 hours. The pump was refilled on (B)(6) 2019 they were to determine on (B)(6) 2019 and (B)(6) 2019. If the pump was working with meds in / if the pump will need to be replaced by pulling out meds and re-inserting meds to see if they could jump start the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that patient went in for her fill and the healthcare professional (hcp) told her the pump had stopped and would need to be replaced. Patient wanted to know why the manufacturer was not monitoring the pumps. Patient went to get a fill on (B)(6) 2019 and they told her they couldn't fill the pump because the pump had stopped 45 days ago on (B)(6) 2019. Patient's pump did not alarm, she did not hear any alarm. Patient was to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding further troubleshooting, it was indicated that a company representative had tried to jump start the pump. Upon appointment the pump was filled and seemed to be working. Regarding if the pump was checked as planned on (B)(6) 2019 and (B)(6) 2019 to determine if it needed to be replaced, it was noted that the pump was accessed and the correct dosage was withdrawn and per the physician the pump was still working. Regarding the cause of the stall, it was noted that the patient had a surgical procedure and somehow the pump was shut off. At the check on 2019 it appeared that the patient¿s pump was working and believed to probably be why no alarm was heard. Regarding the current status of the pump, the pump was working and the meds were removed and then the meds were replaced on (B)(6) 2019.